Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17637072l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus (cti) ablation procedure for right atrial flutter with an ez steer thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while ablating the cti line, a steam pop occurred. Patient became hypotensive and an effusion was confirmed via transthoracic echocardiography. Pericardiocentesis yielded approximately 280 ml of blood and fluid. Patient was reported to be in stable condition. Patient remained hospitalized for observation. It was noted that the physician does not believe a biosense webster, inc. Product was responsible for the injury. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.